Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 40% in 1 day and 40% to 3% the following day. Reportedly, the customer continued to use the pump for insulin therapy and manual injections were available.

Event description:
Blood glucose level was (B)(6) mg/dl.